Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. The first photo shows partial view of drainage catheter in which the sure loktm thread was noted to be coming out from the distal thread hole of the catheter and the end point of the thread was not visible in the provided photo. The second photo shows partial view of drainage catheter in which the sure loktm thread was noted to be coming out from catheter hub wire hole and the end point of the thread was not visible in the provided photo. Therefore, the investigation is inconclusive for the reported sure loktm thread digression and material separation issues as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. Sometimes, post the procedure, the sure loktm thread allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. Post the procedure, the sure-loktm thread allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.